Event description:
The lay user/patient contacted lifescan alleging that the product gave an unknown error message which was unresolved with troubleshooting. There were no allegations of harm or injury.